Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 600 mg/dl. The blood glucose started high as 200 mg/dl to 300 mg/dl. Customer does not want to troubleshooting of the high blood glucose. The insulin pump will not be returned for analysis.